Event description:
It was reported that during a follow-up session a few weeks following a generator change, the patient was shown to have a short intrinsic av delay when pacing through the atrial lead, which was actually ventricular capture by the atrial lead. A chest x-ray showed that the atrial lead had dislodged into the right ventricle. Five years worth of chest x-rays were reviewed, with all showing the lead to be dislodged. It was speculated that the lead had dislodged soon after implant. The atrial lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. (B)(4).